Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer also reported the insulin pump had critical pump errors alarm. The customer blood glucose was 7.2 mml/l mg/dl at the time of the incident. Troubleshooting for critical error was not performed. The insulin pump will be returning for analysis.

Manufacturer narrative:
The insulin pump was received with a critical pump error alarm and pump error 35 is found in the formatted history file due to force sensor zero offset out of specification. Unable to perform the self test, displacement test, rewind test, prime test, seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error alarm. The insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.